Manufacturer narrative:
Device analysis report attached. This report is submitted on june 25, 2024.

Manufacturer narrative:
This report is submitted on may 22, 2024.

Event description:
Per the clinic, the patient experienced non-auditory stimulation with device use. Neural response telemetry was attempted; however, no measurements were obtained. A CT scan imaging (date not reported) revealed that the electrode array was incorrectly placed outside of the cochlea. Subsequently, the device was explanted on (B)(6) 2024, and the patient was reimplanted with another cochlear device during the same surgery.